Event description:
It was reported that there are high thresholds and output exhibited on the right ventricular (rv) lead. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5068-45 lead implanted: 1999 (B)(6). (B)(4).